Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the pt treatment without incident. Estimated blood loss= 200 - 250cc. The dialyzer was reused prior to the reported event, exact number of times unknown. Hcp reports no pt injury or need for medical intervention.